Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 305c25, mosaic porcine heart valve; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead dislodged post-operative. An intervention was completed in order to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.